Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the patient had a seven centimeter malignant stricture in the inferior intestine of the duodenum. The anatomy was not tortuous. During the procedure, the stent delivery system was successfully placed across the stenosis without problem. During deployment resistance was felt, and the stent failed to deploy. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Investigation results revealed that the handle was broken. Therefore, based on this information, this event is now deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 1 mm. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was bent, distal end of the proximal handle. During functional analysis it was not possible to retract the outer sheath by hand, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.